Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing was being disconnected from an infusing fluid line and the hub connector that was attached to the fluid line broke into multiple pieces. There was no report of any patient harm.

Manufacturer narrative:
The customer report that the hub connector (male luer) broke was confirmed. Visual inspection confirmed existence of the broken and male luer collar with the absence of stress and tool marks. Functional testing was not performed due to the obvious damage to the male luer collar. The root cause of the hub connector (male luer) broke was not identified.